Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the quality investigation is completed, if add'l info is received and requires reporting.

Event description:
During equipment testing conducted by a MFR field service tech at the facility, it was discovered that the saw displayed a bias current error. There was no pt involvement, no reported delay, no medical intervention and no adverse consequences alleged with this event.